Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down unexpectedly was confirmed. Ventec observed that the device would constantly reboot by itself. Ventec opened the device in order to perform a visual inspection and observed that its internal flow transducer (ift) cable had become disconnected. Ventec plugged the ift cable back in to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not properly/fully seated.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.